Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, it was determined the IV line was not inserted correctly into patient, so heparin was not being administered when it was given. The activated clotting time (act) after heparin was given and when across the septum was 103. The anesthesiologist checked the IV line and saw it was not inserted properly. A clot had formed on the core wire of the wds and was aspirated out. The device was successfully implanted.